Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm6_13.7; -10.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced refractive surprise. The post op report indicates "she says that seeing is better overall. Especially in the distance. However; she is now using reading glasses with +2.00dpt. I gave her contact lenses with +0.50 dpt for the left eye". The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
B5 - it was later reported that - "lens will remain inside. The patient did not see better with contact lenses; only in the intermediate area. So we're going to tell her it's best to leave it as is". Claim#: (B)(4).